Event description:
It was reported the patient ((B)(6)) experienced ineffective therapy. Patient denied any trauma. X-rays did not indicate the lead had migrated. Reprogramming was attempted, but was unable to provide therapy to the needed area. Patient underwent a trial for a scs system in an attempt to provide the needed therapy. The physician does not plan to remove the patient's drg system at this time. Lead information was requested, but was unable to be provided to the manufacturer.